Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  (B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by the field clinical specialist, during the off-label implantation of a 29mm sapien 3 valve (s3) in the mitral position for mr via transvenous approach, difficulties were encountered tracking the valve to the native mitral annulus and the first valve embolized post deployment.  The second delivery system (ds) also had difficulties tracking, causing kinks in the ds with subsequent inflation/deflation issues.  The second valve also embolized.  First ds and 29mm s3:  issues occurred crossing the septum and wire position was lost with the delivery system on the wire. A second wire was advanced, snared and pulled through the mitral valve all the way to the descending aorta. The wire position and the position across the septum was not optimal causing the 29mm s3 not coaxial within the native mitral valve which required several adjustments.  During this time, the patient was unstable due to the wire holding open the native aortic valve leaflets.  Post valve deployment with 5cc¿s extra volume, the valve embolized into the left atrium ¿and was floating.¿  the s3 was still on the wire at this point, and a 35mm z-med balloon was used to push the embolized s3 back into the native mitral annulus. Once the z-med was deflated, the valve embolized back into the atrium. The perceived cause of the embolization was the valve was undersized and poor coaxial angle through the septum for deployment.  Pre-deco observations of the returned devices (first ds and 29mm s3) showed the delivery system was fully inserted through esheath. Circumferential sheath delamination with liner sticking out of hdpe shaft, delamination approximately 3" in length, marker band intact, attached to sheath liner. Kink on sheath ~7" from distal tip, no liner tear. The crimp balloon was torn. The balloon was cut off by engineer to separate devices. Gouges on flex tip was observed. Second ds and 29mm s3:  an impella was then placed and the patient stabilized.  A second commander ds and valve were used and also had tracking difficulties to the native mitral valve.  During advancement of the ds across the septum, the system ¿twisted and curled around in a curly-q.¿  the second valve inflated approx. 85%, at which point the team was unable to inflate any further (5 additional cc¿s in the atrion). The atrion was switched for a 60 cc syringe and an attempted to push additional fluid into the balloon, however the balloon never completely inflated and the valve was not fully expanded.  The 2nd 29mm s3 then embolized into the left atrium.  Difficulties were also encountered deflating the ds once the valve embolized.  There were no visible leaks in the system and the difficulties were considered related to the ¿severely kinked¿ ds.  A second attempt was made to deploy the valve after the delivery system was straightened out to remove any kinks, but the balloon did not inflate any further. The patient began to decompensate and was bleeding ¿somewhere¿ although no bleed was found.  It was suspected that the bleeding was in the ivc due to the delivery system manipulation. Also, the patient¿s septum was severely damaged as well. CPR was initiated several times, however, the patient went into v-fib and expired on the table.  Pre-deco of the returned devices (second ds and 29mm s3) showed a kink on balloon shaft due to packaging, residual fluid in balloon, and kinks on flex shaft: ~4" and ~4.5" from flex tip. The system was able to be fully inflate and deflate with no abnormalities observed.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04144 edwards commander delivery system lot number 61460011. 2015691-2018-04145 edwards commander delivery system lot number 61460012. 2015691-2018-04146 edwards sapien 3 transcatheter valve serial number (B)(4). 2015691-2018-04147 edwards sapien 3 transcatheter valve serial number (B)(4). Edwards esheath introducer set lot number 61409034.

Manufacturer narrative:
The device was returned with a delivery system inserted through it. The inflation balloon was inserted past the sheath tip. The returned device was visually inspected and the following was noted: a liner delamination from sheath distal tip with the c-marker band present and a kink on sheath shaft. Imagery that was received was reviewed. A balloon tear was reported and confirmed in the accompanying delivery system. However, review of procedural cine revealed that the delivery system could be inflated during the procedure, suggesting that the tear occurred during retrieval of the device. No relevant functional testing was able to be performed due to the condition of the device (expanded). No relevant dimensional analysis was able to be performed due to the nature of the complaint (liner delamination, kinked/bent). A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of history for the lot revealed no similar complaints for ¿sheath distal tip ¿ liner delamination¿ or ¿sheath shaft ¿ kinked, bent¿. A review of the complaint history from november 2017 to october 2018 revealed other returned complaints for ¿sheath distal tip ¿ liner delamination¿ for the expandable sheath (all models and sizes). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿liner delamination¿. A review of the complaint history from november 2017 to october 2018 revealed other returned complaints for ¿sheath shaft ¿ kinked, bent¿ for the expandable sheath (all models and sizes). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿kinked, bent¿. No instructions for use (IFU) or training deficiencies have been identified. The manufacturing mitigation were reviewed and all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath shaft ¿ kinked, bent¿ were confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The returned condition of the device, with the delivery system balloon only partially pulled into the sheath tip, suggests that there was difficulty retrieving the delivery system into the sheath. Non-coaxial retrieval of the delivery system, possibly due to vessel tortuosity, could have caused the balloon to get caught on the sheath tip. As a result, the sheath tip liner may have been delaminated while attempting to retrieve the balloon. Vessel tortuosity and excessive manipulation of the devices could also have caused the sheath to kink during the procedure. Available information suggests that patient and/or procedural (vessel tortuosity, noncoaxial retrieval of delivery system, device manipulation) factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. Since no manufacturing/product non-conformance or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required per. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath shaft ¿ kinked, bent¿ were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors (vessel tortuosity, non-coaxial retrieval of delivery system, device manipulation) may have contributed to the events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. The device was returned with a delivery system inserted through it. The inflation balloon was inserted past the sheath tip. The returned device was visually inspected and the following was noted: a liner delamination from sheath distal tip with the c-marker band present and a kink on sheath shaft. Imagery that was received was reviewed. A balloon tear was reported and confirmed in the accompanying delivery system. However, review of procedural cine revealed that the delivery system could be inflated during the procedure, suggesting that the tear occurred during retrieval of the device. No relevant functional testing was able to be performed due to the condition of the device (expanded). No relevant dimensional analysis was able to be performed due to the nature of the complaint (liner delamination, kinked/bent). A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of history for the lot revealed no similar complaints for ¿sheath distal tip ¿ liner delamination¿ or ¿sheath shaft ¿ kinked, bent¿. A review of the complaint history from november 2017 to october 2018 revealed other returned complaints for ¿sheath distal tip ¿ liner delamination¿ for the expandable sheath (all models and sizes). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿liner delamination¿. A review of the complaint history from november 2017 to october 2018 revealed other returned complaints for ¿sheath shaft ¿ kinked, bent¿ for the expandable sheath (all models and sizes). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿kinked, bent¿. No instructions for use (IFU) or training deficiencies have been identified. The manufacturing mitigation were reviewed and all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath shaft ¿ kinked, bent¿ were confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The returned condition of the device, with the delivery system balloon only partially pulled into the sheath tip, suggests that there was difficulty retrieving the delivery system into the sheath. Non-coaxial retrieval of the delivery system, possibly due to vessel tortuosity, could have caused the balloon to get caught on the sheath tip. As a result, the sheath tip liner may have been delaminated while attempting to retrieve the balloon. Vessel tortuosity and excessive manipulation of the devices could also have caused the sheath to kink during the procedure. Available information suggests that patient and/or procedural (vessel tortuosity, noncoaxial retrieval of delivery system, device manipulation) factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required per. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath shaft ¿ kinked, bent¿ were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors (vessel tortuosity, non-coaxial retrieval of delivery system, device manipulation) may have contributed to the events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.